Event description:
Adverse event reported while pt was receiving pain management therapy. It was reported that the pt experienced oversedation necessitating transport to the hosp emergency dept for treatment. There was no info available related to emergency room interventions and/or pt status prior to or during the reported event. The customer contact notified the account rep that the pt was receiving IV pain management (prescription parameters unspecified) and also had oral pain medication (unspecified). The physician state to the account rep "I feel it was the combination (IV and oral) that caused the oversedation and not the pump overdelivering, but I want the pump tested to be sure." Though requested, there was no addtional info available.